Manufacturer narrative:
Concomitant: product ID 97713, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported that they had a loss of therapy. The patient stated that it was just not working right; it hadn't been programmed correctly and was not effectively helping the pain. The patient reported the initial programming did a pretty good job, but the patient wanted to see if he could improve the therapeutic effect and so was reprogrammed and it was even worse now. The therapeutic effect had been ok but it was not as effective as the patient had hoped before the reprogramming. Additional information received from the consumer reported that they requested a different technician and made an appointment for (B)(6)-2015. Further information received from the healthcare professional (hcp) reported that the patient met with the manufacturer representative who evaluated the stimulator and changed the settings. The hcp did not have a copy of the telemetry to see what the changes were. The representative felt that the cause of the inadequate therapeutic effect was that the paddle slightly moved, but because it was a surgical lead he didn't was to readjust. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.